Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 13 cm distal to the is-1 connector pin. The proximal fragment including the yoke, a df-1 connector pin (rv) and an is-1 connector pin were received for analysis. The df-1 connector pin (svc) and the distal fragment including the svc shock coil, rv shock coil and the lead tip were not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis revealed that both df-1 connector pins were ruptured from the lead body and several cuts into the insulation, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead fragment did not show any deviations which might have led to the reported clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 150 months after the implantation this lead was partly explanted (proximal fragment) and the rest capped and left in the patient due to undefined, unusual sensation in the pocket area reported by the patient. There were no changes in impedance, but low sensing and slightly elevated rv thresholds were observed.